Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The probable cause of the signal loss was determined to be the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.